Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device has not been returned for evaluation. However, as per work order performed under (B)(4), confirmed map would not go above 3.5. Replaced alarm board and resolved issue. Was able to complete a circuit calibration to get map between 39-43cmh2o. Calibrated airway pressure transducer, ddi, and pneumatics. Ran performance check, unit passed all test and runs according to OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a field service representative will be going onsite to evaluate and repair the unit. Vyaire suggested to replace the alarm board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical problem with 3100a ventilator where map (mean airway pressure) min not alarming when map at 3cm, min set at 8cm. The ventilator was swapped with another 3100a ventilator. Furthermore, there was no patient harm reported.